Manufacturer narrative:
(B)(4). This is the final report submitted regarding this surgical event and medical device.

Event description:
It was reported that a patient underwent a post-operative instability-dislocation (anterior). Problem resolved without sequelae by closed reduction. (B)(6).

Manufacturer narrative:
Supplemental # 01 : additional information about serial and lot numbers. This is the final report submitted regarding this surgical event and medical device.